Manufacturer narrative:
The customer reported that the device could not start up and displayed a message indicating that a restart was required. During on-site inspection, our field service engineer assessed that the issue was related to the control pcb. The control pcb was replaced and returned to the manufacturer for further investigation. The ventilator was returned to the customer following successful completion of functional tests. No further issues have been reported. A visual inspection of the returned control pcb revealed no anomalies. The control pcb was installed in a reference ventilator, and simulated-use ventilation testing did not reproduce the customer-reported issue. Four pre-use checks and one week of simulated-use ventilation testing were completed with no deficiencies observed. The control pcb was subjected to limited stress testing, including mechanical stimulation of selected components and moderate thermal variation. No deficiencies were observed. The alarm "restart ventilator" indicates in itself a communication error between the user interface panel and the monitoring pcb and will not affect ongoing ventilation. The reported problem occurred during start-up, before ventilation was established. The problem could not be reproduced during simulated-use testing; therefore, the cause could not be established in this investigation.

Event description:
Manufacturer ref. No.: (B)(4).

Event description:
It was reported that the ventilator unexpectedly shut down after startup. Moreover, during service visit it was found that control printed circuit board was defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).